Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had emitted multiple unexpected alarms. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: occlusion alarms were observed in the alarm history on the date of the reported alarms. The pump was in use for 3 weeks beyond the date of the alarms with no further occlusions in the history. The rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration test confirmed sensor was the detecting correct force. The pump exercised for 24 hours with no occlusions or alarms occurring. The battery compartment was found to be cracked.